Event description:
This patient has been receiving dialysis with this dialyzer for a "long time". For this event, hemodialysis was initiated when 30 minutes into the therapy the patient had chest pain. The other symptoms reported were shortness of breath, diaphoresis, bp of 224/98 and a pulse of 112. The patient was given nitroglycerine po and then oxygen was given at 3l by nasal cannula. Another dose of nitroglycerine was given as well. A call was placed to 911. The patient was than transported to the ER. Also it was learned that this patient was pre-treated with diphenhydramine for anxiety. Also of note was that the patient had a fluid weight gain of 2.5 ,g, but the staff was going to try remove 3.5 kg of fluid weight for this treatment. The patient continues to received dialysis at this facility with use of a different dialyzer prescription. There has been no further report of ill effect to this patient from this event. There is no sample available for an evaluation. Also, according to the reporting rn, the hospital where the patient was treated thought this event was a reaction.